Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred while the customer was using the wireless footswitch optionally available in the control room. The procedure was completed as planned by using the footswitch available in the examination room. The philips remote service engineer (rse) inspected the system remotely and confirmed that the control room wireless footswitch was intermittently not working. Via communication with the customer, the rse confirmed that the leaded walls of the control room were affecting the signal from the wireless footswitch and instructed the customer to use the footswitch available in the examination room. The signal strength was good when the customer used the footswitch in the examination room. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred on the optional control room footswitch and the procedure could be completed as planned by using the examination room footswitch. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a connection issue with the wireless footswitch. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.